Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had frozen screen while to trying to fill tubing and experienced high blood glucose 549mg/dl. Customer stated that she has been off the pump since the screen froze last night. Customer stated that screen is not completely blank and no alarms occurred during or after the time that the buttons were not responding. Customer stated that insulin pump was frozen and resolved the situation with a new battery. Insulin pump will not be return for analysis.